Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and no capture at high outputs. The lead was partially ex planted and replaced. During the replacement of the ra lead, the right ventricular (rv) lead dislodged from its position. The rv lead was also partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.